Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unbaled to communicate with the external devices. Troubleshooting was unable to resolve the issue. Further intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. The patient requested a smaller ipg to be implanted because the other ipg was sticking out and she was experiencing pain. Therapy was resumed postoperatively.

Event description:
Follow up information identified surgical intervention is planned (B)(6) 2018 to address this issue.